Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. If additional information becomes available, a follow up MDR will be submitted.

Event description:
The customer contacted baxter's technical service center to report a system error 2240 (air in line) alarm on the home choice (hc) during drain. The technical service representative (tsr) helped the home patient (hp) to clear the error and explained the alarm. The hp will keep the volume that she had for the day. The hp was contacted on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found. The hp stated that they did not develop any adverse reactions or need any medical intervention.